Event description:
It was reported there was a "clog" in the tip of the catheter which caused hospitalization. The patient stated that "over the past few years, 4-5 times there has been a clog in the tip of the catheter." No patient symptoms were reported. The medications in the pump were hydromorphone, baclofen and bupivacaine. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).